Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed no power on reset events. The pump was run for 24 hours with no power losses. The no power issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the grip pad, and from the case seal to the grip pad. The battery compartment had moisture and a leak. The pump was opened to find no moisture. The display was dim and red.